Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, while in the middle of pulling medications, the system had logged the user off, machine had required four restarts during the case and during this time, the patient had become vasoplegic. Medications had to be pulled from the core pyxis to proceed with treatment. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the machine had logged the user off. A technical support specialist (tss) noted that the customer had signed into the station, but while in the middle of pulling medications, the system logged them off. The machine had to be restarted four times. Medications had to be pulled from the core pyxis in the meantime. Later, the pharmacy rebooted the machine. It appeared slightly sluggish but completed the reboot. The tss spoke with the customer, who reported that the machine had been sluggish during the morning case. However, the machine functioned normally for the remainder of the day. The customer reported that anesthesia had not reported any further issues. The system functioned after the technical support specialist troubleshoot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, while in the middle of pulling medications, the system had logged the user off, machine had required four restarts during the case and during this time, the patient had become vasoplegic. Medications had to be pulled from the core pyxis to proceed with treatment. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.